Event description:
A patient was having decreased benefit from baclofen refills. The patient was experiencing emotional labile, was hearing things, and stated she "feels like she is on drugs". It was further noted that for (B)(6), the patient's stiffness had been returning. An x-ray performed on (B)(6) 2011 revealed the catheter was coiled in two places. The catheter was revised surgically on (B)(6) 2011. The patient had recovered from the procedure without sequelae. Additional information will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additiona information: it was reported that the drug infused was lioresal 2000mcg/ml; per (B)(6) 2011 pump logs, the drug daily dose was 925.6 mcg/day.